Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The hsc determined that the incorrect patient demographics were sent to the instrument by a non-siemens laboratory information system (lis). The hsc also determined that the customer reuses sid numbers. The cause of patient demographics and results from a previous sample being applied to a new sample is due to the customer's lis. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that an advia centaur xp instrument applied previous patient sample identification information (demographics) and results to a new patient sample. There were no incorrect patient results released from the laboratory. There are no known reports of patient intervention or adverse health consequences due to the incorrect patient demogaphics.